Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed, for dental cleaning (route-dental, lot number 2991d, expiration date and frequency unspecified). After an unspecified duration, the consumer reported that the cutter broke off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed, for dental cleaning (route-dental, lot number 2991d, expiration date and frequency unspecified). After an unspecified duration, the consumer reported that the cutter broke off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A review of the data associated with this complaint category revealed no adverse trends and no trend involving this lot number 2991d. The evaluation to confirm the defect reported by the consumer could not be performed, due to return sample was received without cutter and insert. The retain samples for lot 2991d were reviewed according to product specification for reach johnson and johnson floss, mint waxed and the sample met specification. Packaging and cutter-inserts records were reviewed and no non-conformances or deviations related to complaint event description were noted. A review of the device history record, manufacturing issues and inspection of retain sample did not indicate the reach johnson and johnson floss, mint waxed failed to meet specifications. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.